Event description:
Complainant alleged that while attempting cardioversion on a patient (age & gender unknown) the device was unable to detect the patient's heart rhythm. Complainant indicated that they were able to continue to use the device to cardiovert the patient when the clinician switched ECG cables. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.